Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient. Pt received his replacement controller. The pt states that yesterday his stimulation was at .8ma and he turned stim up to 3.2ma. The pt states today that the stimulation is back at .8ma and he is hurting and would like to meet with a medtronic rep to assess system. Agent inquired if the pt was using adaptive stim and he was unclear. The pt's managing physician has retired. Agent provided nas number and pt indicated they would have their pcp call in to page local rep. Additional information was received from the patient. Patient called back and stated that they needed their implant (ins) reprogrammed because they were in pain and the intensity on their controller kept going down on them. Patient mentioned information already documented in this case. Agent reviewed rep and doctor role. Agent sent patient an email with physician listings and provided patient with phone number to give the doctor's office.